Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that he fell on the pump while shoveling snow and now the display screen is cracked and the display is blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen has visible cracks and was found to be scratched. The pump has audible and vibratory sounds but does not go to the verify screen and the display remains blank. Investigators removed the pump cover; inserted test display screen. Test display screen powers on the verify screen with normal contrast.